Manufacturer narrative:
Follow-up #1 date of submission 10/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2013 with the following findings:the keypad was found to be peeling at the ok button. Evaluation revealed that the up arrow and ok keypad buttons were intermittently responsive. No button sticking was observed. The ok button contact was found to be inverted upon visual inspection. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that up arrow, down arrow, and ok keypad buttons were ¿sticking¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.